Event description:
It was reported that the battery reached elective replacement indicators prematurely. The device was explanted, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis found a high current drain condition. Further analysis confirmed a depleted battery, however, no abnormal current drains were observed. Since the reported high current drain was not confirmed, a cause for the premature battery depletion was not identified.